Event description:
On 7th june 2024, it was reported by an arthrex employee via email that an ar-2324bcct, suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with fibertape® loop (blue), anchor broke during insertion. This was detected during use in a right ankle ligament repair procedure on (B)(6) 2024. The procedure was completed successfully using another new ar-2324bcct. An arthrex 4.75 extractor and drill bit to prepare bone socket. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-2324bcct, was received for investigation. Visual evaluation noted that the anchor was broken. Additionally, damage on the threads were observed. No fragments were returned for evaluation. Functional testing wasn't performed due to the damage of the bio. The most likely cause for the reported failure is a user error. The observed condition is most likely caused by the angle of the insertion. Per dfu-0087-13 at revision 0. Precautions: 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body.